Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 paramedics found her in her car in the middle of the road. Patient's bg was tested at 35 mg/dl. She was given IV and was transported to the hospital. Patient does not recall if she became unconscious or not. She doesn't know if cgm alerted her of her hypoglycemic episode or not. While on the phone with dexcom technical support, cgm's audible alerts were tested successfully and patient reported feeling fine.